Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional info: event site postal code: (B)(6), event site state: (B)(6), event site telephone: (B)(6). Due to character restrictions in block e1 event site name: (B)(6) hospital.

Event description:
It was reported that during use on patient, the cs300 intra-aortic balloon pump (iabp) unit consumes helium too fast, suspected unit leakage and replaced with the spare machine. No patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse did not find obvious problems, the safety disk interface was coated with sealing silicone grease, the helium bottle pad was replaced, etc., the equipment was fully tested, and all parameters and indicators met the factory requirements and can be used in clinical.

Event description:
N/a.